Manufacturer narrative:
The reported event was confirmed however the cause was unknown. The evaluation found that the returned catheter had a sac burst along the lumen and inflation eye without any missing pieces were noted. The sample was evaluated under microscope and no conditions were found that could be associated with the reported event. However the exact cause of how and when the problem occurred could not be determined. A potential root cause for this failure mode could be due to a thin sac present or blister ply (sac tearing) caused the burst balloon. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "do not use ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon. This product contains natural rubber latex which may cause allergic reactions. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe stick in the valve. If you notice slow or no deflation, reseat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be served. If this fails contact an adequately trained professional for assistance as directed by hospital protocol." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the catheter fell out of the patient with a ruptured balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter fell out of the patient with a ruptured balloon.